Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the 3d scan was not starting. The system was able to transfer images to the navigation system and there was accurate navigation on the image. No parts were replaced and the issue resolved. The system log files were reviewed and showed an error message with the batteries. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, the 3d on the imaging system did not start. The site tried using the hand switch and foot switch but the same issue occurred. The site launched the acquisition process one more time before successful 3d scan. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.